Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-01900 / 01902 & 1912).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6), 2007. During post operative monitoring and testing, peri-prosthetic soft tissue abnormalities with features typical of an adverse reaction to metal debris was noted. The complex fluid collection on the anterior lateral quadrant and posterior lateral collection on the left hip measured 19.5 x 71.4 x 61.4 mm. The synovial fluid characterization showed intermediate to low signal intensity debris. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date. A review of invoice history confirmed the initial arthroplasty date of (B)(6), 2007.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2007. During post operative monitoring and testing, peri-prosthetic soft tissue abnormalities with features typical of an adverse reaction to metal debris was noted. The complex fluid collection on the anterior lateral quadrant and posterior lateral collection on the left hip measured 19.5 x 71.4 x 61.4 mm. The synovial fluid characterization showed intermediate to low signal intensity debris. Additional information reports mildly abnormal armd and mild joint effusion. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.